Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Health care professional reported" left side capsular contracture baker grade iii". The device has been explanted.

Event description:
Health care professional reported, "left side capsular contracture, baker grade iii". Healthcare professional additionally reported, a rupture. The device has been explanted.

Event description:
Healthcare professional additionally reported, a rupture.